Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device lot number-corrected from 16572671 to batch_unknown. Device expiration date-corrected from 11/28/2015 to unknown. Device manufactured date- corrected from 11/28/2013 to unknown. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a tip detachment occurred. The occluded lesion was located in the anterior right side below the knee. This v-14 controlwire was selected and crossed the occlusion. A non-bsc balloon catheter was then advanced over the wire and everything went well. They then saw that a small piece of the v-14 tip had detached in a non-relevant vessel in a side branch. An attempt was made to snare out the tip but they were unable to. No ischemia was noted and the tip lies secure in the side branch. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a tip detachment occurred. The occluded lesion was located in the anterior right side below the knee. This v-14¿ controlwire® was selected and crossed the occlusion. A non-bsc balloon catheter was then advanced over the wire and everything went well. They then saw that a small piece of the v-14¿ tip had detached in a non-relevant vessel in a side branch. An attempt was made to snare out the tip but they were unable to. No ischemia was noted and the tip lies secure in the side branch. The procedure was completed with another of the same device. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device was returned kinked and bent along the body, and the distal tip is kinked. All outer diameter measurements met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a tip detachment occurred. The occluded lesion was located in the anterior right side below the knee. This v-14¿ controlwire® was selected and crossed the occlusion. A non-bsc balloon catheter was then advanced over the wire and everything went well. They then saw that a small piece of the v-14¿ tip had detached in a non-relevant vessel in a side branch. An attempt was made to snare out the tip but they were unable to. No ischemia was noted and the tip lies secure in the side branch. The procedure was completed with another of the same device. No further patient complications were reported and the patient¿s status is stable.